Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pulmonary vein isolation (pvi) of left veins were completed, pvi of the right veins was being performed when the patient¿s heart rate increased. Pericardial effusion was noted using ultrasound. Pericardiocentesis was performed to drain about 400cc of fluid from the pericardial space. Patient¿s condition improved and was reported to be in stable condition. Extended hospitalization was not required. Physician's causality opinion was not provided. Transseptal puncture was performed with a sjm brk transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 15ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 3mm, 3 seconds, 25% at 5, tag size 3 mm. Respiratory was used as additional filter. Impedance drop was used as color option. No bwi product malfunctions nor error messages were reported. Since this event is life threatening and required medical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 1/7/2021, the product investigation was completed. It was reported that a 52-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After pulmonary vein isolation (pvi) of left veins were completed, pvi of the right veins was being performed when the patient¿s heart rate increased. Pericardial effusion was noted using ultrasound. Pericardiocentesis was performed to drain about 400cc of fluid from the pericardial space. Patient¿s condition improved and was reported to be in stable condition. Extended hospitalization was not required. Physician's causality opinion was not provided. Device evaluation details: the device was visually inspected, and no damage was observed. The deflection and temperature features were tested, and no issues were observed however, when the catheter was connected to the carto 3, the error 7 was observed. Further investigation revealed corrosion on the pc board causing this error in addition, reddish material was found inside the dome causing an irrigation issue, this material was dried blood since a (ftir) fourier transform infrared spectroscopy test was performed, this could be related to the usage of the device during the procedure. A manufacturing record evaluation was performed for the finished device 30402029m number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. Physician's causality opinion was not provided. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The corrosion found cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)